Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies found on save to disk. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance in unipolar and bipolar configurations. X-ray showed a connection issue with the lead was back a tiny bit from the implantable pulse generator (ipg) device header so it was not making contact. During the revision, the lead pulled out after the physician tugged on it confirming that there was a loose setscrew. The lead was reseated into the device header and the setscrew was tightened down. Afterward, all measurements were back to normal readings. The device and lead remain in use. No patient complications have been reported as a result of this event.